Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-06466, 2134265-2009-06467, 2134265-2009-02545. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In 2005, four taxus express2 stents (2.50x24mm, 2.75x32mm, 3.0x8mm, and 2.75x8mm) were deployed in the mid - distal left anterior descending (lad) artery. In 2006, the patient presented with chest pain and non-st elevated myocardial infarction (stemi). Angiography revealed a log stented segment of the mid - distal mid lad with mild restenosis of the proximal portion and 100% thrombus occlusion in the distal portion which appeared to be an under-expanded overlap segment. The distal stented area was dilated with a 2.0x20mm maverick balloon inflated to 14 atms, a 2.5x20mm quantum balloon inflated to 18atms, and a 2.75x20mm quantum balloon inflated to 20 atms. The final result was much improved with timi 3 flow. Medications given included: plavix, asa, and angiomax.